Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring=black. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No 37 alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. Unit successfully download to thus. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 4 and pump error 53 alarm (line number 5632file number 2005) due to software error. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Medtronic received information that pump error 53, pump error 4, pump error 37 occurred. There was no adverse impact or consequence reported as a result of this event.